Event description:
During a remote follow-up, false pause episodes due to undersensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was reprogrammed, however the undersensing continued. The patient was stable and will continue to be monitored.